Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be defective by the surgeon during a pre-insertion check. Account indicated that the tip of the cartridge was damaged. The device was in contact with the patient but he iol was not inserted. No patient injury resulted from this malfunction. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The handpiece was found partially advanced with insufficient ophthalmic viscosurgical device (ovd) residue. No lens was received. The cartridge tip was bent and had a hole in the side. No other issues were identified. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.